Manufacturer narrative:
Corrected information provided in regulatory report attachment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile showed several successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. The logfile showed that the beam control check (bcc) for the right eye was done about 30 minutes before laser fired instead of immediately before firing. A longer period of waiting time between bcc and treatment raises the risk of foreign particles landing on the patient eye or on the patient interface. Therefore, contamination from the environment cannot be excluded. Treatment for the right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated the surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported one day post-operatively a dislodged flap. The patient denied rubbing eye and wore a shield. The patient returned to the center and had flap lifted and stretched. The flap was replaced and a bandage contact lens was placed on the eye. The patient is to continue using topical antibiotic, steroid and artificial tear drops. One day posted flap lift, flap was in placed and issue was resolved.